Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely, the reported event occurred, due to improper handling at the user facility. The event can be prevented by following, the instructions for use (IFU) which state: warning: do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found a deep cut on acoustic lens, which reached to the glue layer. The following additional findings were also found: leakage coming from channel at distal end side. Due to deformation of electrical connector; water tightness was lost, air/water leakage from the instrument/suction channel. Due to damage on channel tube; water tightness was lost. Due to deformation of nozzle; water removal ability did not meet the standard value. Due to wear of angle wire; the play of upward/downward angulation control knob (u/d knob) was out of the standard value. The play of right/left knob was out of the standard value. And the bending angle in up, down, left, and right directions do not meet the standard value. Scratches on u/d knob, control unit, connecting tube, switch box suction connector, grip, scope connector cover, light guide cover glass, and right/left knob. Dents on grip and distal end, universal cord and connecting tube were sticky, control unit was dirty. Due to wear of knob wire/forceps elevator wire; the forceps raising angle did not meet the standard value. Adhesive on bending section cover was detached. Due to damage on charged coupled device unit; the image has shadows. And due to damage on ultrasonic cable; the ultrasonic echo signal was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, leakage from biopsy channel of the evis exera ii ultrasound gastrovideoscope. The issue was found during reprocessing. Inspection and testing of the returned device found, the acoustic lens has a scratch which reaches to the glue-layer. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.